Event description:
Patient reported left side "pain, swollen lymph nodes, an eye twitch, a toe twitch, tiredness and possible exchange". Device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.